Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with the product mandrel and balloon protector. The balloon protector was slowly removed from the balloon, the balloon was visually and microscopically examined and the balloon appeared to be tightly wrapped as if the device had never been pressurized. The balloon was pressurized to nominal pressure for 5 minutes and the balloon maintained pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The lesion was located in the left circumflex coronary artery. During the inflation of the 2.0 x 15mm maverick over-the-wire balloon catheter, the balloon ruptured at 10 atms. The balloon was successfully removed intact. The procedure was completed with a quantum maverick nc balloon catheter. No patient complications occurred. The patient status was satisfactory.

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The lesion was located in the left circumflex coronary artery. During the inflation of the 2.0 x 15mm maverick over-the-wire balloon catheter, the balloon ruptured at 10 atms. The balloon was successfully removed intact. The procedure was completed with a quantum maverick nc balloon catheter. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
(B)(4)